Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The replaced touch screen and pcb board were returned to livanova (B)(4) for further investigation. During evaluation, the reported issue was reproduced. During visual inspection it was noticed that the display had several fine cracks in the glass. During testing it was found that the display was completely white with black lines along the cracks in the glass. It is unknown how the display became cracked. The display and board were scrapped.

Manufacturer narrative:
Patient information was not provided. (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the blank touch screen and also observed a blue and white streak. All the touch screen connectors were checked, but no issues were noted. The faulty touch screen was replaced with a new led touch screen to resolve the issue. Subsequent testing found no further issues and the device was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Livanova (B)(4) received a report that the display of the s5 roller pump went blank during a procedure. There was no report of patient injury.